Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 78 mm diameter abdominal aortic aneurysm approximately. The proximal neck was 23 mm in diameter; it was short, angled and 1cm in length. It was reported that the physician inadvertently pulled the delivery system back without completely deploying the remaining ipsilateral limb, the spindle caught on the barespring within the top of proximal stent graft. The physician pushed the spindle/delivery system forward to release the barespring then recaptured the tip. As the physician was removing the captured delivery system it again caught on the barespring and the physician continued to pull down several times to free up from barespring. Post angiogram showed a proximal bifurcated stent graft down 1 cm and a small to medium proximal type I endoleak. The physician will monitor the patient and possibly place a cuff in the future. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films pre-implant show a short and angulated proximal neck. The aaa max diameter is approximately 8 cm. There was calcification seen throughout the aorta and iliacs. A single still angio image at implant was provided. The bifurcate was approximately 1cm below the renals; no stent graft issues could be seen. The poor quality of the image could not allow assessment of the reported endoleak.

Manufacturer narrative:
(B)(4). Evaluation, method: (film) evaluation, results: inherent risk of procedure (endoleak, removal difficulty, inaccurate delivery); failure to follow instructions (delivery system removal); patient's condition affected effectiveness of device (anatomy related; short and angulated proximal aortic neck). Conclusion: known inherent risk of a procedure (endoleak, removal difficulty, inaccurate delivery); user error (delivery system removal); device failure/lack of effectiveness related to patient condition (anatomy related; short and angulated proximal aortic neck).